Event description:
It was reported that the live image on the 9800 system went white when going from lateral to ap position and it would not balance out. Rebooted system and completed the case with no further problems noted. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure specified could not be duplicated. However, while at the reporting site replaced the hard drive due to corruption in the files. The system was tested and found to be working as intended as placed back into service.